Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels (597 mg/dl). Pump passed delivery system check. Customer changed infusion to stabilize her blood glucose level.